Event description:
Oversensing with inappropriate therapies was reported. The lead revision is planned. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between october 08, 2023 and june 03, 2024 recorded the pacing impedance around 600 ohms with a gradual increase to 1000 ohms since february 2024. The analysis of the provided iegm episode no. 137 from may 29, 2024 revealed artifacts on the rv channel, which led to the reported oversensing as well as inappropriate shock delivery. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
(B)(6) 2024 the ICD was replaced and during the change out the physician decided to put the rv p/s pin in the lv port and the lv pin in the rv p/s port of the device header. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between october 08, 2023 and june 3, 2024 recorded the pacing impedance around 600 ohms with a gradual increase to 1000 ohms since february 2024. The analysis of the provided iegm episode no. 137 from may 29, 2024 revealed artifacts on the rv channel, which led to the reported oversensing as well as inappropriate shock delivery. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.